Event description:
The customer stated that on the m-1500 the pin is not locking in place. There was an injury caused by this. The pt received laceration and was bleeding from the result of it. Additionally, reporter stated that the pt received laceration and was bleeding from the result of it. Reporter further mentioned that they have nothing else to share regarding this incident.